Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing frequency was out of specification. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was out of specification. The epg was returned to the customer unrepaired at the customer¿s request. If information is provided in the future, a supplemental report will be issued.